Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) implanted: (B)(6) 2022 explanted: (B)(6) 2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 21-jul-2024, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a company representative (rep) regarding a patient receiving dilaudid (hydromorphone) 1.3166 mg/day 2.5 mg/ml bupivacaine 2.6332 mg/day 5 mg/ml via implantable pump. The patient reported that the pump segment inadvertently cut while dissecting it out during a pocket revision in the operation room (or) to implant the pump deeper within the pump pocket. The physician was given 8784-pump segment revision kit to replace the pump segment. The new segment was measured to the same length as the old segment. The physician also trimmed at 2 cm from the existing spinal segment so that it would go into the new collet easily. There were no allegations against the device as catheter aspirated appropriately prior to the start of surgery and pain has been well managed. It was only replaced due to accidental dissection during surgery today. The patient was reporting persistent discomfort with tenderness upon palpation of the pump pocket site. The cause of the event was superficial implantation. The patient medical history was asked but unknown at this time. The patient status was alive and no injury. The issue was resolved.